Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.0/2.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The problem resolved. Cause reported as unknown. Status of the eye "preoperative conjunctiva please hyperemia, corneal incision to he jia, anterior chamber axis depth 3ct, anterior chamber clear, pupil round, lens position positive, angle 27.1 degrees."